Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a large flow of urine and patient got saturated while using the purewick female external catheter in the hospital and hence was not working properly. The patient suggested to design them better. Per additional information received from customer via phone on (B)(6) 2021, the patient used a purewick urine collection system in the hospital and the wick failed 2-3 times leaving wet. The patient had the purewick system at home (the one with the battery pw200) and had one more time where the wick was a dud and failed, leaving the patient wet. In addition, the patient experienced sore due to the wetness. It was stated that the patient¿s skin was translucent, and the doctor prescribed a medication nystatin for the patient and could not afford to fill.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿dimensions not specified correctly and/or improper materials used assembly collapses under vacuum¿. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter". It also states " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Change suction tubing per hospital protocol or at least every thirty (30) days" h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that there was a large flow of urine and patient got saturated while using the purewick female external catheter in the hospital and hence was not working properly. The patient suggested to design them better. Per additional information received from customer via phone on (B)(6) 2021, the patient used a purewick urine collection system in the hospital and the wick failed 2-3 times leaving wet. The patient had the purewick system at home (the one with the battery pw200) and had one more time where the wick was a dud and failed, leaving the patient wet. In addition, the patient experienced sore due to the wetness. It was stated that the patient¿s skin was translucent, and the doctor prescribed a medication nystatin for the patient and could not afford to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a large flow of urine and patient got saturated while using the purewick female external catheter in the hospital and hence was not working properly. The patient suggested to design them better. Per additional information received from customer via phone on 23sep2021, the patient used a purewick urine collection system in the hospital and the wick failed 2-3 times leaving wet. The patient had the purewick system at home (the one with the battery pw200) and had one more time where the wick was a dud and failed, leaving the patient wet. In addition, the patient experienced sore due to the wetness. It was stated that the patients skin was translucent, and the doctor prescribed a medication nystatin for the patient and could not afford to fill.